Event description:
A 28 mm diameter x 16 mm diameter 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted in a pt for endovascular treatment and abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The completion angiogram performed demonstrated no evidence of any proximal endoleak, no migration and widely patent renal vessels. It was reported that two weeks post-procedure the pt developed pain in the left leg while fishing. A CT scan performed showed thrombus in the left lower extremity limb of the stent graft. A left iliofemoral embolectomy was successfully performed and excellent inflow was established. The pt is reported to be finewith no additional clinical sequelae reported.